Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qwh3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
An error code was reported. A por (power on reset) code was reported. The patient was attempting to sync with ins (stimulator). There was recent medical test or emi environmental exposure. The patient had a cardiac ablation the day before reported event date. Due to type of pp (patient programmer) or type of error, troubleshooting could not be done. There were no symptoms reported. Event date was (B)(6) 2015. The patient will follow up with the hcp (healthcare provider) on monday. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.